Event description:
Related manufacturer reference number: 2017865-2021-40521. Related manufacturer reference number: 2017865-2021-40523. It was reported that the patient had a pocket infection and vegetated leads. The implantable cardioverter defibrillator system was explanted. The patient was stable.